Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood backflow through the tubing of a non-dehp i.v. Catheter extension set. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.